Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that following insertion that the patient experienced recurrent sui. It was also reported that she underwent removal of mesh on (B)(6) 2010. No additional information was provided.(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection, urgency, urinary frequency and vaginal discharge. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection, urgency, urinary frequency and vaginal discharge.

Manufacturer narrative:
(B)(4). Urinary/bowel problems. It was reported that the patient underwent sling implantation to treat stress urinary incontinence. After implantation the patient experienced pain, erosion, infection, fistulae, bleeding, neuromuscular, urinary and bowel problems.